Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if he recalls any significant events leading to the alarm and he said no. The customer was advised that the insulin pump needed to be replaced. The customer was advised discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)